Manufacturer narrative:
The initial regulatory report for this event was previously submittied in pe 708614931 via regulatory report 2184009-2025-01286, however, additional information was received in pe 708614931 that confirmed that this event occurred on a separate date. This event will now be captured in pe 708771142 via regulatory report: 834993780. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that the inlet to the oxygenator was dripping, and the customer was able to reinforce it with two tie bands and it seemed to work. The customer removed the tie bands on the oxygenator that were applied during production, and replaced it with two tie bands, allowing the circuits to be used without leaking. The custom stated that the leak was not a massive leak, just some droplets noted underneath the connector. The device was used. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer sets up their custom tubing set and primes the circuit in the pump room in preparation to take them into the or (operating room).